Manufacturer narrative:
Corrected information: : investigation findings and : investigation conclusions should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed originating from the venous interface of the filter and the venous interface of the catheter prismaflex st150 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter last name: (B)(6). E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photographic samples, no evidence of the reported event was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.